Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient alert tones were heard. The pace/sense lead had episodes of oversensing and was found to be dislodged. The lead was removed and replaced. No patient complications were reported as a result of this event.